Event description:
During preparation for a stroke case, the filter broke off in the bolt on top of the pump and the pump was no longer usable. It was not used on a patient. A back up pump was available and the case was started and completed with the back up pump.

Manufacturer narrative:
Conclusion : this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: there is a filter thread broken off in the filter fitting. In addition, multiple screws on the bottom of the unit are loose and one of the mounting feet is attached only by tape. The pump is non-functional due to the blocked fitting. The broken filter and blocked fitting noted in the complaint were confirmed. This failure typically occurs when the replaceable filter is over tightened in the fitting.